Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. 1. Was the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 2. Does the surgeon believe that any of the ethicon product / dermabond advanced involved caused and/or contributed to the post-operative complications described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon product dermabond advanced used in this procedure? If so, please provide details. 4. Which specific ethicon product code, lot number, was used during the procedure? 5. Additional patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of cutaneous immunology and allergy. Doi: 10.1002/cia2.12328. Journal article attached this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: allergic contact dermatitis caused by dermabond® advanced: the role of temperature as a potential risk factor. The aim of this study is to test that increase in temperature during the application of dermabond® advanced that may increase the transdermal absorption of 2oca and thus, may enhance the contact dermatitis reaction. A 55-year-old woman developed pruritic rashes on her right sided chest 3 days after superficial wound closure with dermabond was involved in this study. Dermabond advanced was used during the study which was diagnosed by a patch test using surgiseal®. Reported complication: pruritic rash conclusion: therefore, the increase in temperature during the application of dermabond advanced may increase the transdermal absorption of 2oca and thus, may enhance the contact dermatitis reaction.